Event description:
It was reported that during a procedure to treat a lesion in the mid circumflex (cx) artery, a perforation occurred in the left main (lm) and cx arteries during dilatation. It was noted that the perforation occurred in an unprovoked area of the vessel. The 3.0 x 16 graftmaster stent delivery system (sds) was attempted to be inserted into the 6f sheath, but could not be advanced. The sheath was changed to a 7f and the graftmaster sds was advanced and implanted successfully in the cx. The 3.5 x 16 mm graftmaster sds was advanced to the lm and implanted successfully. The perforation appeared to be sealed. During post-dilatation, the perforation extended to the aorta. Pericardiocentesis was performed; however, the patient experienced cardiac tamponade and cardiac arrest occurred due to the coronary and aortic perforation. Resuscitation was performed, but was not successful, and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, the reported difficulty to position, appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The 3.5 x 16 mm graftmaster referenced is being filed under a separate medwatch report.